Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer discovered that medication was lodged between the side rails and the drawer. The fse cleared the jam, cleaned the sides, and applied some grease. The drawer was not latching properly. Fse noted that the spring on the latch assembly was broken, and a new spring was installed. The drawer began functioning again. The customer checked the drawer using the pyxis application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and required maintenance. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.